Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address acetabular cup loosening. Patient's clinical report has also been received. Received (B)(4) 2013: clinical report states altr determindation/suggestive of adverse local tissue reaction based on: MRI, laboratory results and probable fibrous ingrown cup. Update received (B)(4) 2014 - clinical report received stating acetabular cup loosening. Report also notes chromium levels of 16.84 and cobalt at 31.28. This complaint has been updated on (b)(4 2014.

Manufacturer narrative:
Patient was revised to address acetabular cup loosening. Patient's clinical report has also been received. Received 7/18/13: clinical report states altr determination/suggestive of adverse local tissue reaction based on: MRI, laboratory results and probable fibrous ingrown cup. Update received 6/5/14 - clinical report received stating acetabular cup loosening. Report also notes chromium levels of 16.84 and cobalt at 31.28. Update rec¿d 06/11/2014- patient's medical records were received. Upon revision metal stained tissue was found, along with impingent noted. It was clear the impingement was a result of the cup migration. Trunnionosis was found inside the femoral head but the stem was clear of corrosion or trunnionosis. Doi: (B)(6) 2005 - dor: (B)(6) 2014 (left hip). The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the metal head and metal liner provided product and lot combinations is no longer required. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.